Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the meniscal component. Here we found visible damage. Additionally we found fixed metal chips. Next we made a visual inspection of the bearing, where we found visible damage and fixed metal chips. Visible damage and discoloration was found on nearly every component of the complained part. Batch history review: the device quality and manufacturing history records have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably not product related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. No pores inclusions or foreign bodies could be found on the point of rupture. The stop marks could be caused by hyperextension. For some time this could be indicated as an additional load situation for knee prosthesis. No CAPA is necessary.

Event description:
Components in use listed as concomitant devices are: nr881m / enduro meniscal component f2 12mm r00518 / enduro femoral comp. Cemented f2 l as.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaints: (B)(6). It was reported that the patient fell 4 months ago, and fractured their femur and dislocated their implant rotation axis.